Manufacturer narrative:
Investigation summary : bd received two (2) photos for investigation. After analysis, the tubes depicted in the photos exhibited additive abnormalities. Additionally, 30 retained samples were visually inspected, and none of these samples displayed the defect reported by the customer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes exhibited abnormal additive form that appeared to be uneven and crystallized. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes exhibited abnormal additive form that appeared to be uneven and crystallized. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.